Event description:
It was reported that an asymptomatic patient presented in clinic for normal follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. A device software download was performed successfully. No patient symptoms were reported.